Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. Manufacturer's product support engineer (pse) evaluated the unit and confirmed all reported issues. Pse replaced the unit's power switch overlay to resolve the issue of failed power on/off led indicator. Pse replaced the unit's flow sensor assembly to resolve the reported issue of oxygen concentration out of specification. Unit was tested and passed. Unit ready for service.

Event description:
Unit was found during servicing to have a faulty green power on/off led and measured oxygen concentration was out of specifications during performance verification testing (pvt): test seven (7). The customer reported there was no patient involvement. The event date was not specified, estimate used.

Event description:
Unit was found during servicing to have a faulty green power on/off led and measured oxygen concentration was out of specifications during performance verification testing (pvt): test seven (7). The customer reported there was no patient involvement. The event date was not specified, estimate used.

Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 15oct2019. The gas delivery system (gds) was received for evaluation. Visual inspection gds noted the data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. Failure investigation (fi) tested the returned gds using fi data acquisition pcba and oxygen solenoid valve and found defective component in designation u1 on the air flow sensor pcba created the air flow accuracy, o2 flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.